Event description:
The patient reported that their device had not been working, and had a return of symptoms as they were going to the bathroom a lot since a couple of weeks prior to the report. It was indicated that they were seeing the poor communication screen on the programmer with and without the antenna attached. During the report, it was noted that the patient could not feel stimulation and the therapy was not on. The patient was unable to sync with the implantable neurostimulator (ins). They were going to follow-up with healthcare provider at an appointment scheduled for (B)(6) 2016. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.